Manufacturer narrative:
Previously reported by the manufacturer: the trilogy 100 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device returned to the technician for additional evaluation due to a critical error code in relation to (dsp_motor_failure). In conclusion the device internal battery pack needs to be replaced to resolve the issue. There are no battery packs in stock, and the unit will be placed on wait until the part become available. Additionally, during the service of the device, components were replaced as part of cosmetic or physical damage of the device unrelated to the reportable malfunction/issue. The internal battery pack later became available and was replaced to resolve the issue. The device was returned to the technician for additional testing and failed a detachable battery test step unrelated to the reported malfunction. The detachable battery is currently not available therefore the device will be sent back to the customer until inventory becomes available. New information: the device was returned to the technician for additional testing due to a failed repair test. The device failed the monitor pressure verification test step and will require recalibration on the test station. The device will be sent to run in and will be retested. If any additional information is received, a follow-up report will be filed. Box h coding was updated.

Manufacturer narrative:
Previously reported by the manufacturer: the trilogy 100 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device returned to the technician for additional evaluation due to a critical error code in relation to (dsp_motor_failure). In conclusion the device internal battery pack needs to be replaced to resolve the issue. There are no battery packs in stock, and the unit will be placed on wait until the part become available. Additionally, during the service of the device, components were replaced as part of cosmetic or physical damage of the device unrelated to the reportable malfunction/issue. The internal battery pack later became available and was replaced to resolve the issue. The device was returned to the technician for additional testing and failed a detachable battery test step unrelated to the reported malfunction. The detachable battery is currently not available therefore the device will be sent back to the customer until inventory becomes available. A follow up reported: the device was returned to the technician for additional testing due to a failed repair test. The device failed the monitor pressure verification test step and will require recalibration on the test station. The device will be sent to run in and will be retested. New information: the device was returned to the technician for additional testing due to a failed repair test. The device failed the monitor pressure verification test step therefore the sensor board needs to be replaced to address the issue. The service center is waiting on the customers reply to the repair estimate. If any additional information is received, a follow-up report will be filed.

Event description:
The trilogy 100 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device returned to the technician for additional evaluation due to a critical error code in relation to (dsp_motor_failure). In conclusion the device internal battery pack needs to be replaced to resolve the issue. There are no battery packs in stock, and the unit will be placed on wait until the part become available. Additionally, during the service of the device, components were replaced as part of cosmetic or physical damage of the device unrelated to the reportable malfunction/issue. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the trilogy 100 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device returned to the technician for additional evaluation due to a critical error code in relation to (dsp_motor_failure). In conclusion the device internal battery pack needs to be replaced to resolve the issue. There are no battery packs in stock, and the unit will be placed on wait until the part become available. Additionally, during the service of the device, components were replaced as part of cosmetic or physical damage of the device unrelated to the reportable malfunction/issue. If any additional information is received, a follow-up report will be filed. New information: during the evaluation it was noted the device returned to the technician for additional evaluation due to a critical error code in relation to (dsp_motor_failure). In conclusion the device internal battery pack was replaced to resolve the issue. Additionally, the device failed a detachable battery test step unrelated to the reported malfunction. The detachable battery is currently not available therefore the device was sent back to the customer until inventory becomes available.